Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The recurrent mitral regurgitation which resulted in dyspnea, was due to the slda. The reported patient effects of mitral regurgitation and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initially filed report, the following information was received: it was noted that on (B)(6) 2019, the patient returned to the hospital with shortness of breath. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6)2019, a second mitraclip procedure was performed on stabilize the single leaflet device attachment (slda) and reduce mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to procedural circumstances and recurrent mitral regurgitation (mr) was due to slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.added adverse event, added hopsitalization and required intervention, corrected to serious injury, patient code 2199 removed.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Two mitraclips were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, an ablation procedure was performed; however, during this procedure, the ablation catheter knocked the clip off the anterior leaflet. The clip remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional information was provided.